Manufacturer narrative:
One medfusion 4000 wireless syringe infusion pump was returned for analysis. Upon visual inspection, the top case was found cracked and a counterfeit seal was noted in the device. The unit was then power on; duplicating the reported fault. It was found that the firmware update and configuration were sent to the pump at the same time, and when the firmware update was installed first, the configuration become incompatible and so was deleted. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the customer incorrectly downloaded a firmware update and a configuration to the pump.

Event description:
Information was received indicating that a smiths medical medfusion 4000 wireless syringe infusion pump was found to be alarming. It was reported that a system failure configuration was required. There was no patient involvement with no reported adverse effects.